Event description:
Philips received a complaint on the v60 ventilator indicating that the cpu (central processing unit) tray cover was broken, preventing the successful mounting of the ventilator and needed to be replaced. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer provided the customer with the part information for the cpu tray cover to order a replacement. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was provided that the screw holes were stripped, preventing the locking screw from securing the ventilator to the stand. The replacement cpu tray cover was ordered, received, and replaced. The customer confirmed that the device has been returned to full functionality and has been returned to use.